Event description:
End user is a 47 yr old female who has a neobladder since 2013 and one of her 2 kidneys has a lot of known scarring from past utis. She caths via her native urethra as they connected her neobladder to it. She states she prone to utis and despite trying to stay well hydrated feels like her neobladder has continued to secrete more and more mucous over the years. She states she has had utis with various other catheters prior to her switch to the ultra14 and she switched to it about 2 yrs ago. She said the first year of use of the ultra14 she did not get utis, which was great. She has noticed that this year though, she has had about 3 utis with use. She states in jan, may, aug of this year she has been diagnosed with 3 separate utis. Her symptoms are increase in mucous production, sometimes malodorous urine and always lower back pain by kidneys. She always goes to get urine testing as ordered by her md and the urine culture is either klebsiella or e. Coli that grows out and she typically gets prescribed oral antibiotic bactrim each time which helps the most. She just finished a treatment course about a week ago. She is going through menopause as well and has been on an estrogen patch and just started a probiotic called visbiome. She does not typically ever flush her neobladder nor was ever instructed to her by urologist. She always washes her hands prior to cathing, ensures to not contaminate the catheter and cleanses urethra with a basic water wipe and a coconut oil based castille soap wipe.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Manufacturer narrative:
Investigation: sample testing: 13 retained samples inspected; gel coverage and packaging were normal. Gel coating and weight tests met specifications. Gel viscosity and microbial limits were within standards; sterilization confirmed. Process review: no abnormalities in incoming inspection, production, in-process checks, or factory release. Gel amount monitored every 4 hours during production; records normal. Sterile barrier intact; product sterile. Additional testing: gel retention on catheter varies by removal method: improper removal can significantly reduce gel on catheter surface. Conclusion product batch meets all quality and sterility requirements; unlikely to cause utis. ¿less gel¿ perception may result from improper catheter removal technique. Recommendation: avoid removal methods that scrape or touch the catheter to maintain gel coverage. Root cause no manufacturing or material defect identified, improper handling likely contributor. This investigation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.